Manufacturer narrative:
The sample was evaluated and the customer report was confirmed that the unit was yielding low pressures. Testing on the unit was done to replicate the 100% testing required for all parts to pass and the results were different. It is suspected the valve was damaged and it caused the failure reported. The device history record was reviewed and no issues were observed. The product was manufactured tested and released per approved procedures. The IFU was reviewed and it includes hypotony as known complication and adverse reaction

Event description:
Flat anterior chamber on post operative day 1, pod5 and pod11.